Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the insulin gauge was inaccurate. Reportedly, the customer prefilled cartridges and would store them in the fridge. The customer's blood glucose level ranged from 120-147 mg/dl. Tandem technical support educated customer on cartridge labeling. Customer changed pump supplies to address the issues.